Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower 1 was not detected on bus after a power outage. A field service engineer confirmed that customer resolved the issue. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower 1 was not detected on bus after a power outage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.